Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, biopsy mount missing and leaking, image foggy, insertion tube wrinkles and kinked, bending section rubber adhesive detached/chipped/cracked, and eyepiece unit water invasion, stain, or corrosion. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the oes cystonephrofiberscope, the scope biopsy channel connector was loose and became detached. It was reported that the scope was broke during the washing stage, when the biopsy cap was removed, and the cap became loose and came off. The customer reported that the scope was used to complete a urodynamics procedure before the issue during cleaning. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event date should be (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the biopsy channel port of the device received excessive force while being used with maj-891 forceps/irrigation plug. It is also possible rotation stress was applied to the biopsy channel port during device handling. The event can be prevented by following the instructions for use (IFU) which state: IFU of maj-891 forceps/irrigation plug states as follows: ¿chapter 4 operation: to disconnect the forceps/irrigation plug, hold only the locking ring, and loosen it until it comes off the endoscope. Do not turn the plug¿s housing, as it may damage the plug and the endoscope.¿ olympus will continue to monitor field performance for this device.